Event description:
Complaint alleging product allegiance distributed to choice medical supplies inc. Caused an infection in the end user. The product, baxter foley catheterization tray, was private labeled by kendall. Kendall was notified of the complaint on 11/2001.